Event description:
A surgeon reports that following cataract surgery, a patient occasionally experiences a light temporal arc under daylight conditions. The pqatient and surgeon will monitor symptoms to see if they resolve over time.